Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker exhibited infection. Reportedly, the pacemaker and the rv lead were used as temporary pacing system. A revision was performed, and the pacemaker was explanted along with the right ventricular (rv) lead were explanted. No adverse patient effects were reported. The pacemaker will not be returned. Additional information was received that this patient expired on the same day of the previously mentioned revision procedure, due to a pocket infection.

Event description:
It was reported that the patient with this pacemaker exhibited infection. Reportedly, the pacemaker and the rv lead were used as temporary pacing system. A revision was performed, and the pacemaker was explanted along with the right ventricular (rv) lead were explanted. No adverse patient effects were reported. The pacemaker will not be returned. Additional information was received that this patient expired on the same day of the previously mentioned revision procedure, due to a pocket infection.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the implantable products were used as temporary pacing system. No additional adverse patient effects were reported. The pacemaker was explanted.